Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device would power off by itself intermittently. There was patient use associated with the reported event; however, no details about the patient or the event were available. The customer did advise that there were no reports of adverse effects to the patient as a result of the reported issue.